Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded; single-use device.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2023. Confirmation testing via pcr (platform: unknown) was performed on (B)(6) 2023 and generated a negative result. Additional testing via different antigen (platform: espline) was performed on (B)(6) 2023 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.b5: different antigen (platform: unknown) device discarded; single-use device.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2023. Confirmation testing via pcr (platform: unknown) was performed on (B)(6) 2023 and generated a negative result. Additional testing via different antigen (platform: unknown) was performed on (B)(6) 2023 and generated a negative result. No additional patient information, including treatment and outcome, was provided.